Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 lvas, serial number (B)(6), confirmed tissue growth that occluded the inflow cannula. Although a specific cause for the observed low flow alarms could not conclusively be determined, the tissue growth could have caused a decrease in pump flow. A specific cause for the reported right heart failure, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 3:31:08 to (B)(6) 2021 at 12:18:56. Throughout the captured data, pump power, calculated flow and average pi ranged from 3.7-4.1 watts, 1.1-2.2 lpm and 2.5-4.0 respectively. The captured data contained continuous low flow events, where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm) and ranged from 1.1-2.2 lpm. There were no other abnormal events captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as intended. (B)(6) was returned assembled was returned with the pump cable severed approximately 6¿ from the pump housing. The distal portion of pump cable and modular cable were not returned. The sealed outflow graft and graft attachment were returned attached to the pump cover outlet port. The sealed outflow graft bend relief was returned secured over the outflow graft hardware. The apical cuff was returned secured by the cuff lock. Examination of the distal side of the inlet extension revealed a red, tissue-like deposition well adhered to the textured blood-contacting surface. The deposition extended along the length of the inlet extension and appeared to completely obstruct the blood flow pathway. The observed depositions appeared to be due to tissue growth within the inflow cannula; however, a specific cause for the observed tissue-like deposition could not conclusively be determined through this evaluation. Additionally, the observed tissue-like deposition could have caused the low flow events observed in the submitted log files. Further examination of the blood-contacting surfaces of (B)(6) revealed no evidence of any adhered or developed depositions or thrombus formations. The lvad log file data retrieved from (B)(6) appeared to show numerous captured events where the lvad monitor flow mean was below 2.5 lpm and ranged from 0-2.4 lpm. The patient parameters speed base was changed numerous times throughout the captured data and ranged from 3900-8000 rpm. During the captured events where the pump speed was 3900 rpm, the lvad monitor flow mean showed a complete occlusion resulting in 0 lpm flow; however, when the pump speed was increased the flow increased. The only captured live flags were due to lvad_opc events which are the result of a speed change associated with a pi event. Temperature, rotor displacement and rotor noise were stable for the duration of the captured data. The pump appeared to operate as intended. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. No signs of damage that would have contributed to a functional issue were noted. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 03apr2018. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists pump thrombosis, right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended international normalized ratio (inr) values. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The surgical procedures section of the IFU provides instructions for device implantation including how to properly insert the inflow cannula. Prior to advancing the inflow cannula into the left ventricle through the apical cuff, the user is instructed to remove the glove tip from the inlet extension and inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. This section also states that pump function will be compromised in the presence of inlet obstruction. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's device had low flows on (B)(6). A heart catheter investigation was performed on (B)(6) and the patient status deteriorated from the lung site due to known chronic obstructive pulmonary disease, requiring ventilation. The patient's health continued to decrease under ventilation and reanimation was performed without success. The patient expired (B)(6) 2021 from global heart failure. An autopsy was performed and the cause of low flows was identified to be partial occlusion of the inflow cannula from a part of the posterior papillary muscle. This could have led to acute right heart infarction which contributed to the patient's death by right heart failure. The pump was explanted and will be returned.